Event description:
On (B)(6): customer reports via phone that staff were performing a ureteroscopy with stent placement on a male pt (age unk), when the system fluoro failed. Staff moved the pt to another room where procedure was completed without further incident. Pt is fine, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.